Event description:
Information was received from a healthcare provider (hcp) regarding a patient implanted for failed back surgery syndrome. The hcp reported the patient was to have an MRI due to a brain tumor. They noted that this was not related to a problem with the patient¿s device or therapy. The hcp stated that the patient indicated that their device has not been working for a couple of years. No patient symptoms or further complications were reported or anticipated.